Event description:
Kendall angel wing butterfuly safety device not completely locking when in place - actual product brought in to office in safety container and verified. Lot number of product known. Company rep for product notified. Same product line was involved in an employee needlestick with employee now involved in pep due to source patient having positive hiv test.